Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1.establish a regular communication mechanism with customers 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Manufacturer narrative (provided by livongo) the the blood pressure monitor was replaced for the patient, and the device that caused the concern was requested back for testing.the device has not been returned.if the device is returned back for testing, a supplemental report will be filed with the investigation conclusions event description: the patient reported that their primary care physician adjusted their hypertension medication based on their high livongo readings.the patient's physician increased their dosage of losartan, based on the high livongo readings he was receiving.the patient also confirmed that the livongo blood pressure monitor was providing a high reading of 180/120 compared to a manual blood pressure reading of 140/60.the livongo blood pressure monitor was replaced and the device that provided the inaccurate readings was requested back for the investigation.